Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer attended the customer site and reviewed the reported issue. Based on the on-site inspection and review of the fault code records, the reported malfunction was confirmed. The evaluation determined that the likely cause of the inflation failure was motor diaphragm wear. Replacement of the 5000-hour maintenance kit was recommended. The customer chose to handle this themselves and declined repair services from getinge. As a result, no repair was performed by getinge, no parts were replaced, and no functional or safety testing was completed by getinge following the evaluation. If additional repair information becomes available in the future, the investigation may be reopened and updated

Manufacturer narrative:
Additional information: due to characterization limit e.1.: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use inspection, the cs100 intra-aortic balloon pump (iabp) failed inflation during start up. No patient involved.